Manufacturer narrative:
Device investigation narrative - one used and two unopened fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of the used device showed no ts or suture remain on the insertion needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. The two unopened devices were tested for proper deployment using a rubber meniscus model. Each device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.

Manufacturer narrative:
These devices are not distributed in the united states but the family of devices to which they belong are distributed in the united states. Device investigation narrative - one used and two unopened fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of the used device showed no ts or suture remain on the insertion needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. The two unopened devices were tested for proper deployment using a rubber meniscus model. Each device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.(B)(4).

Event description:
It was reported that the t-2 anchor would not deploy. The t-1 anchor was removed from the patient and a backup device was used to complete the procedure. There was a short delay of less than 30 minutes reported. No patient impact was reported.